Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00196. It was reported that the patient presented for a right ventricular (rv) lead revision. During procedure, the physician was taking the right atrial (ra) lead out of the header when it was noticed the lead had an insulation breach upon visual inspection. A decision was made to also replace the ra lead. Both rv and ra leads were capped and replaced on (B)(6) 2020. The patient tolerated the procedure well.